Manufacturer narrative:
Insulin pump was received with motor error alarm during occlusion test and unable to prime at 4.0 lbs during prime/delivery test due to faulty forced sensor resistor. Motor passed motor test. Unit had cracked case at display window corner and minor scratched lcd window.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 474 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed more than one motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.